Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported complaint. Visual inspection of the air pathway and pneumatic block revealed water damage and contamination. The pneumatic block, thermistor and inlet assembly were replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to contamination of the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages related to pressure measurement, stalled main blower and main blower temperature (sf101, sf147, sf148 and sf200). There was no patient harm or serious injury reported as a result of this incident.